Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform distortion near leaflet 2, commissure 2 bent, and heavy calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the outflow aspect. Native subvalvular apparatus was also observed on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm near commissure 3 at the outflow aspect. Calcification fused leaflets 1 and 2 by approximately 4mm near commissure 2 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 2 had 3mm non-transmural tear at the inflow aspect near commissure 3. The sewing ring was cut at multiple locations around the valve circumference, and a 28 inch suture remained attached near commissure 2. Customer report of stenosis was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received and results of the device evaluation patient factors may have contributed to the event.

Event description:
There were no complications reported.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Device evaluation is anticipated but has not yet begun. Additional manufacturer narrative: the device was returned to edwards for evaluation. Attempts to retrieve additional information are in process. Once additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm mitral bioprosthetic valve was explanted after an implant duration of seven (7) years, six (6) months, due to stenosis secondary to structural valve degeneration. The explanted valve was replaced with a competitor's valve.

Event description:
Through follow up edwards learned the 27mm valve was also explanted due to high gradient. It was reported that during the procedure a very large amount of parietal thrombi was observed right against the annulus of the mitral valve bioprosthesis running from p2 to p3. The thrombi was removed and sent for culture which revealed no infection.